Manufacturer narrative:
Batch review performed on 27 april 2023. Lot 2118465: (B)(4) items manufactured and released on 15-feb-2022. Expiration date: 2027-feb-01. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
The patient came in reporting pain due to an mcl sprain and the cause of the sprain is unknown. When the surgeon opened up the patient the surgeon also observed laxity. About 1 month after the primary surgery, the surgeon performed a poly swap (from 10mm to 13mm) and the surgery was completed successfully.